Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Patient performed their first supply change with a steel infusion set and pre-filled cartridges. They reported high blood glucose, swollen and painful feet. The agent provided education on proper meal announcing, which the patient understood.